Event description:
Upon completion of the procedure, the physician attempted to extract the turbohawk device from the 7f sheath and it got stuck. The physician had to pull everything out. Investigation of the returned device found after extracting the turbohawk from the sheath, the distal tip assembly was separated from the adaptor collar at the hinge but the device was held together by the drive shaft and housing ramp.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.